Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred during the load sequence. Also, it was reported that a minimum fill notification occurred after filling the cartridge with at least 100 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose ranged from 60-250 mg/dl.